Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 3000 mcg/ml, dose 2038.9 mcg/day) via an implantable pump for intractable spasticity. The event date was (B)(6) 2016. A critical alarm due to end of service was occurring and was confirmed by telemetry but it was not heard, upon the interrogation of the pump, it was noted that a terminal event had occurred/end of service message was present on the pump status. The patient experienced increased spasticity/return of symptoms. It was noted that 2 months prior to this event report date, the elective replacement indicator (eri) stated 17m. It was reviewed that the pump would need to be replaced and returned to the manufacturer for analysis due to premature end of service.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. On 31-jan-2017, additional information was received from a physician which indicated a (B)(6) caucasian female patient was also being treated with oral baclofen. Medical history included transverse myelitis, a suprapubic catheter, lower extremity burns (with ongoing treatment), and a back wound (with prior hyperbaric oxygen therapy and flap repair). Concomitant products were not reported. On an unspecified date (prior to a (B)(6) 2016 refill appointment), the patient had experienced ¿sequelae as a result of significant wounds she had sustained on her lower extremities.¿ on (B)(6) 2016, the patient was seen for a routine pump refill. At that time, she had a chronic wound on one of her toes and was anticipating undergoing amputation in the near future. She reported she occasionally did have difficulty with spasms but preferred to take oral baclofen which managed the spasms well. She declined any dose adjustments to her pump rate. A review of system revealed that her suprapubic catheter was intact. The visit impressions included a history of transverse myelitis, spasticity with intrathecal baclofen pump therapy, a back would with prior hyperbaric oxygen therapy and flap repair, and a history of lower extremity burns. Following pump telemetry, the pump was refilled with baclofen 3000 ug/ml. At that time, her new low reservoir alarm date was (B)(6) 2016. On (B)(6) 2016, the patient was seen for a routine pump refill and reported occasional spasms in her lower extremities, which resolved after low doses of oral baclofen. At that time, her spasticity was well-controlled with her current pump rate and she declined any dose adjustments. Following pump telemetry, the pump was refilled with baclofen 3000 ug/ml. Her suprapubic catheter was intact. After the refill, her new low reservoir alarm date was (B)(6) 2016. On (B)(6) 2016, the patient was seen for a routine pump refill. At that time her spasms were well-controlled and she requested no adjustments in her baclofen doing. She had been on a diet and had lost approximately 20 pounds and was ¿feeling great.¿ with the appointment, she appeared well-nourished but weak throughout. Her suprapubic catheter was intact. Following pump telemetry, the pump was refilled with no changes to her dose. At that time, her new low reservoir alarm date was (B)(6) 2016. On (B)(6) 2016, the patient was seen for increased spasticity and a pump refill. At that time, she reported to her hcp that she was taking an additional dose of baclofen for spasms, which was out of the ordinary for her. Typically, she would take only one tablet at bedtime. Her spouse reported that typically during the night around one or two am, he needed to get the patient out of bed to adjust her due to pain. The patient displayed weakness throughout. Following pump telemetry, the pump was refilled with baclofen 3000 ug/ml and reprogrammed to a simple continuous pattern of 2038.9 ug/day. At that time, her next alarm date was (B)(6) 2016. On an unspecified date (prior to (B)(6) 2016), the patient was hospitalized for complications related to a chronic decubitus ulcer. During this hospitalization, coordination of a possible pump refill was unsuccessful and the patient was transferred to a skilled nursing facility. On an unspecified date, (reported as in the last few days relative to (B)(6) 2016), the patient had increasing spasticity. On (B)(6) 2016, the patient was seen for a pump refill. At that time, the patient¿s spouse reported that she was ¿100% better¿ than she was a week ago. At this appointment, the patient was noted to be hard of hearing (due to a hearing aid malfunction) and was ¿chronically ill-appearing.¿ she exhibited weakness throughout. Telemetry of the pump revealed a terminal event had occurred with an eos (end of service) notification. Medtronic was notified and confirmed the device¿s battery prematurely ended. At that point, the pump was non-functional and a surgical replacement was indicated. No refill of the medication was performed. The visit impressions included a history of transverse myelitis, spasticity with intrathecal baclofen pump therapy with premature end of battery life-currently with a nonfunctioning pump, a chronic decubitus ulcer with recent hospitalization, and a history of lower extremity burns. At that time, it was decided that any pump replacement surgery would be delayed due to the chronic decubitus ulcer. To manage any symptoms of increased spasms, she was prescribed oral baclofen 20 mg 2x/day for one week, then increased on 20 mg 2x/day for one week, and then 4x/day for spasm control. The treatment plan included monthly follow up to determine when a neurosurgical consult for a pump revision would be appropriate. As of (B)(6) 2017, the physician reported that the patient¿s pump does not work and the patient¿s decubitus prevents revision. At that time, the patient was not hospitalized but did reside in a skilled nursing facility. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.